Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's vessel tortuosity was moderate. It was reported that physician deployed pipeline flex 4.75x14 in the distal internal carotid artery. The device began to open but then it looked fishmouthed in the distal end. The device was resheathed and then removed with the microcatheter. The pipeline was placed in a bend in the distal section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. There was successful deployment of a new device, ped-475-14.